Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, however, it's not the final destination for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument, manufacturing date: 23-jul-2018, expiration date: 01-jul-2028, part number: 04.037.455s, 14mm/130 deg ti cann tfna 340mm/left-sterile, lot number: h687914 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.4, wave spring, shim ended, bp55, lot number: h571505. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card were reviewed and determined to be conforming. 04.037.942.2, lock prong, 130 degree tfna, bp55 lot number: l827085, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. 04.037.912.3, tfna lock drive, bp58 lot number: h665693 lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: h661491 lot quantity: (B)(4). Certificate of analysis was reviewed and determined to be conforming. Lot summary report dated 04-jun-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna femoral nail (p/n 04.037.057s, l/n h687914) was returned and received at us customer quality cq. Upon visual inspection, it was observed the nail received was broken at the proximal hole where the screw is placed. By reviewing the x-rays that were received we can confirm that the nail was broken in situ. Rest of the device shows some scratches which would not impact the functionality of the device. The additional files provided on 18-may-2021 were reviewed and does not impact the investigation. Device failure/ defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq. The diameter at the region proximal to breakage at the nail proximal end was measured to be within specification as per the drawing. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: -ti cannulated trochanteric fixation nail ¿ advanced -ø 10 mm ti cannulated trochanteric femoral nail, left complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Conclusion: the complaint condition s confirmed as the tfna femoral nail (p/n 04.037.057s, l/n h687914) was received broken. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event year is known. D6a, d6b. H6: health effect clinician code 2402 used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: it was reported that on an unknown date, a breakage of an unknown trochanteric femoral nail antirotation (tfna) nail was noticed postoperatively. Initially, a patient underwent an implantation of tfna system on unknown date. A planned revision will be scheduled on may 16, 2019. Patient status is unknown. Concomitant device reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1); unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage . Visual inspection: the tfna femoral nail (p/n 04.037.057s, l/n h687914) was returned and received at us cq. Upon visual inspection, it was observed the nail received was broken at the proximal hole where the screw is placed .by reviewing the x-rays that were received we can confirm that the nail was broken in situ. Rest of the device shows some scratches which would not impact the functionality of the device. Dimensional inspection: dimensional inspection of the received device was performed at cq. The diameter at the region proximal to breakage at the nail proximal end was intended to be measuring and was measured within specification. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: the device received was broken. Hence confirming the allegation. Conclusion: the complaint condition s confirmed as the tfna femoral nail (p/n 04.037.057s, l/n h687914) was received broken. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: monument, manufacturing date: 23-jul-2018, expiration date: 01-jul-2028, part number: 04.037.455s, 14mm/130 deg ti cann tfna 340mm/left-sterile, lot number: h687914 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.4, wave spring, shim ended, bp55 lot number: h571505, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 29-may-2018 were reviewed and determined to be conforming. 04.037.942.2, lock prong, 130 degree tfna, bp55 lot number: l827085, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. 04.037.912.3, tfna lock drive, bp58, lot number: h665693, lot quantity: 80. Part number: 21127, timo agri 16.00, bp80, lot number: h661491, lot quantity: 2,990 lbs. Certificate of analysis supplied by metalwerks dated 17-may-2018 was reviewed and determined to be conforming. Lot summary report dated 04-june-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
7/26/2019: updated concomitant device reported: tfna helical blade (part# 04.038.385s, lot# h755266, quantity 1); locking screw (part# 04.005.530, lot# 2l32932, quantity 1); locking screw (part# 04.005.526, lot# 2l40029, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, a breakage of a trochanteric femoral nail antirotation (tfna) nail was noticed postoperatively. The patient underwent implantation of the tfna system on an unknown date. A planned revision will be scheduled for (B)(6) 2019. Patient status is unknown. Concomitant devices: tfna helical blade (part: unknown, lot: unknown, quantity: 1); screw (part: unknown, lot: unknown, quantity: 1). This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).